Event description:
Using sterile seldinger technique, a 16 fr chest tube was being inserted into the left chest of the pt. As the dilators were being used to enlarge the entry site over the wire, the wire was noted to be frayed and unwinding. The wire was removed from the pt, in total, and a new kit was used to complete the procedure successfully. No adverse outcome was noted for the pt.